Event description:
It was reported that this pt had an atrial fibrillation ablation procedure using the ensite navx system on (B)(6) 2010. When he returned for an appt following his procedure, he complained of a red itchy rash on the area where the navx patch was placed during the procedure.

Manufacturer narrative:
The patches were not returned for eval. The cause of the reported rash could not be determined. (B)(4).